Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of over 600 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer was told by the hospital staff that the pump was not working and not to use pump. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The pump passed the delivery accuracy test.